Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a constant motor error alarm due to a jammed gear box. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests could not be performed due to the motor anomaly. No motor position encoder error alarm could be verified due to the constant motor error alarm. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer reported that the motor error alarm occurred while he was changing the infusion set of the insulin pump. Troubleshooting was done. The customer reported that they are unable to complete the rewind sequence. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.